Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump emitted a call service 069 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2017 with the following findings: cs 069 alarm reproduced at power up. The pump was unable to recover from cs69 after reboot; unable to complete steps. The cs 069 failure is defined as language file corruption while retrieving the language text. The cs 069 failure was written as cs 087 failure in black box; confirmed in the bb/alarm history. The error is resident to flash chip (u39). The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.